Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy in addition to ipg pocket pain (related manufacturer reference number: 1627487-2022-02400). Reprogramming did not resolve the issue. As a result, surgical intervention occurred to explant the scs system to address the issue.